Manufacturer narrative:
Product complaint #: (B)(4). Unknown event year and date. Additional product code : hrs hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed and no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the patient underwent revision due to malunion of distal femur. There was no surgical delay reported. There were fragments generated and it is unknown if they remove easily without additional intervention. The procedure was successfully completed. The patient outcome was unknown. This complaint involves ten (10) devices. This report is for (1) 5.0mm variable angle lockng screw/slf-tpng/strdrv/38mm. This report is 4 of 10 (B)(4).